Event description:
It was reported that during an l-sleeve gastrectomy procedure, when the surgeon was trying to pull out stapler, he forgot to straighten the anvil part, so he couldn`t pull it out the first time. The surgeon tried again still bending the anvil part, and the sleeve tip of the trocar was broken. A small piece of sleeve tip broke out. By the end of the procedure, the surgeon spent over one hour looking for the broken piece, but he couldn`t find it.

Event description:
It was reported that the pt had a loss of stimulation and impedance readings of >4000 ohms. Additional info was requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken sleeve the analysis results of the (B)(4) found that it was received with the tip of the sleeve broken. A possible cause of this finding may be the application of the excessive insertion force. It should be noted that the complaint was escalated for further investigation determination, and decisions on additional action is required. The batch record was reviewed and no anomalies were noted during the manufacturing process.